Event description:
It was reported that this pacemaker was part of the system revision due to erosion and infection. Reportedly, the pacemaker was exposed. No adverse patient effects were reported. The pacemaker was explanted.